Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "while traveling abroad the heart rate went down to 68, jumped up to 135, then back down, then back up to 112 and I feel horrible." The patient asked where to go for a device check and out of the country facilities were located. A request for additional information was made, but not received. The device remains in use and no further patient complications have been reported as a result of this event.